Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted four days post implant during rising threshold measurements. The lead is not expected to be returned for analysis. No adverse patient effects were reported.